Event description:
It was reported that the device gets hot. It was found in the testing of the device.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were noted. A functional evaluation was performed. A known good test battery was installed in the unit. The unit¿s main switch was engaged to pressurize the unit. The unit stuttered and continuously tried to pressurize. The unit tried to pressurize for approximately 1 minute. During this 1 minute period the unit was checked for any areas of excess heat. The battery was warm to the touch, but not hot. No other areas of the unit were hot to the touch. The unit was switched off because it is designed to only attempt to pressurize for a few seconds. The complaint of ¿getting hot¿ was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. Factors that could have contributed to the unit continuously running include debris preventing the solenoid valve or check valve from sealing properly.